Event description:
The customer reported obtaining a non-reproducible, higher than expected, vitros tropi es result from a patient sample processed on a vitros 5600 integrated system: vitros tropi es: 0.205 ng/ml vs. Expected < 0.012 ng/ml the higher than expected vitros tropi es result was reported from the laboratory. The result was questioned based on the vitros tropi es result obtained from a serial sample for the same patient. A corrected report was issued from the laboratory based on repeat testing of the sample. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, falsely elevated vitros trop I es result was obtained from a patient sample processed on a vitros 5600 integrated system. The most likely assignable cause of this event was instrument related. Prior to service actions being performed, a troponin I precision test was outside of acceptable guidelines. An ocd field engineer performed service actions to several analyzer subsystems to return the 5600 system to expected performance. Following these action, acceptable vitros tropi es precision was observed. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. There was no indication that a reagent issue contributed to the event. The investigation determined that the assignable cause of this event is most likely instrument related.